Manufacturer narrative:
Concomitant products: product ID 7427v, serial# (B)(4), implanted: (B)(6) 2002, product type implantable neurostimulator; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3888-28, lot# l76796, implanted: (B)(6) 2000, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3998, lot# j0417625v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported that a physician mode recharge (pmr) was performed back in (B)(6) 2013. It was stated that the day prior to this report, the patient performed a 4 hour pmr at home and was not successful in obtaining a normal recharge screen. It was also stated that the implantable neurostimulator (ins) would not communicate with the clinician programmer, recharger, or patient programmer. It was noted that the patient last recharged or felt stimulation in (B)(6) 2013. The current pmr reportedly had 40 minutes left on the clock. The pmr resulted in a power-on-reset (por) condition. It was mentioned that the ins may be flipped. It was later reported that the patient was shown how to do a trickle charge. It was stated that a one hour pmr was completed in the clinic and the por was not cleared. It was also stated that the plan was to take the patient to surgery and replace the 6 year old ins. The procedure had not been scheduled yet. Additional information received reported that an x-ray taken on (B)(6) 2013 showed that the implantable neurostimulator (ins) was flipped. The cause of the event was noted as the battery. The patient had been unable to charge the device. The patient had gone in for assistance with charging on (B)(6) 2013, but it was unsuccessful due to the flipped battery. It was reported that there was no injury to the patient and the patient did not require hospitalization as a result of the event. There was a surgical intervention scheduled for (B)(6) 2013.

Manufacturer narrative:
(B)(4).